Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, a broken reservoir tube lip, minor scratches on the display window, a stained end cap sticker, a cracked reservoir tube, cracked battery tube threads and a stained address and serial number label.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that there was a crack on screen display and reservoir compartment was shipped. Customer's blood glucose was 8.3 mmol/l. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.